Manufacturer narrative:
Gore is currently reviewing the manufacturing records of the device and is expecting the return of the explanted device for investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024 a 32 mm gore® cardioform asd occluder was selected to treat an atrial septal defect in an autistic patient suffering from apraxia. Reportedly, the implant procedure went well and no device issues were found during the 6 months follow-up visit post implant. However, on (B)(6) 2025 the patient started to feel unwell with nausea and vomiting. Computed tomography imaging performed the next day reportedly revealed two right disc fractures, one on the external petal and one on the disc's waist, damaging the atrial wall. Reportedly, pericardial effusion of 8 to 9 mm was identified. The patient was therefore transferred for open surgery and the device was explanted on (B)(6) 2025.